Manufacturer narrative:
It was noted that the device was discarded by the hospital and medical records and x-rays would not be provided. Therefore, the exact cause of the event could not be determined. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review shows that there have been no similar reported events for the subject lot code.

Event description:
It was reported that the hip was revised due to suspected stem loosening. The surgeon was unsure if it was due to soft tissue reaction, infection or implant being put in once cement was too hard. The cup was left in, liner, stem, artisan bone plug and femoral head all removed. Eccentric 10 degree liner (6631036f lot mnjty0) and s-rom stem (de puy) implanted (B)(6) 2015, at (B)(6) hospital. Initial operation was done at the (B)(6) hospital, (B)(6) 2015.